Manufacturer narrative:
Product evaluation: the subject meter was returned on (B)(4) 2013 and analysis completed on (B)(4) 2013 by lifescan product analysis. The reported complaint could not be confirmed. The device met all specifications for testing and no issues were observed during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging the onetouch ultramini meter is giving inaccurate high readings of ¿333, 344, and 284 mg/dl¿ compared to feeling/normal results.¿ this complaint is classified according to the documentation of the customer care advocate. The patient¿s diabetes is managed with insulin based on a sliding scale via syringes. He reportedly had the alleged elevated blood glucose in the morning about a year ago. He took his usual insulin based on the subject meter reading. Subsequently, approximately two months after the onset of the elevated readings, he claimed he had ¿low blood sugar symptoms.¿ there was no report of any required hcp medical intervention at the time. Troubleshooting indicated that the patient was using the correct unit of measurement. There was no product misuse. The test strips are within the discard. This complaint is being reported because the patient claimed had ¿low blood sugar symptoms¿ after he managed his blood glucose based on the subject meter readings. The lfs product was replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.